Manufacturer narrative:
Other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in a lot of pain and that the patient's device is not a fix all for pain, but they are happy with it. The patient stated that they are in pain from the nerve damage. The patient stated that they are having a hard time charging the battery inside of their body. The patient stated that it took 3 hours to get the device to start charging but they were finally able to. The patient stated that they were getting about 4-5 coupling boxes and that it is difficult to get all 8 boxes. It was recommended that the patient call back if they continue to experience the issue in the future as they would not expect it to take 3 hours to begin a charging session. It was recommended that the patient call back if they continue to experience poor coupling. No further complications were reported or anticipated.